Manufacturer narrative:
Batch review performed on 12 may 2022. Lot 1906018: (B)(4). Expiration date: 2024-oct-02. No anomalies found related to the problem. To date, 63 items of the same lot have been sold with no similar reported event.

Event description:
The patient came in for a post-op appointment with a loose knee and overstretched mcl and the cause is unknown. At 1 year and 5 months after the primary surgery, the surgeon revised the femur and insert; added some varus alignment and implanted a revision femur. The surgery was completed successfully.